Manufacturer narrative:
Concomitant: product ID 435135, serial# (B)(4), implanted: 2012-(B)(6), product type lead. Product ID 435135, serial# (B)(4), implanted: 2012-(B)(6), product type lead. (B)(4).

Event description:
It was reported the patient had felt heat coming from the implantable neurostimulator (ins) when they were fighting fires. It was unknown when this occurred. The patient is a firefighter and could be exposed to temperatures as high as 130 degrees fahrenheit. The patient was concerned about damaging the ins with this type of exposure. It was stated the patient felt a warm feeling at the pocket. Additional information has been requested, a follow up report will be sent if additional information is received.